Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report the presentation of errors pointing to universal surgical manipulator (usm) 1. The technical support engineer (tse) reviewed the system logs and verified the error. The tse requested the customer to reboot the system with emergency power off (epo), but the errors were still present. The system was rebooted several times, however, the error was always present. As a result, the customer elected to convert the procedure to laparoscopic. The customer proceeded with the procedure laparoscopically without harm to the patient. The procedure was converted into laparoscopic surgery.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and upon visual inspection, no issues were found that would be related to the reported event. In the system logs, the 32056 error was found indicating failure to initialize i2c device coming from the axes controller, arm (aca), confirming the fault occurred in the field. The usm was installed onto a golden system where the error 32056 was triggered, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where agc current was found to be failing on the aca printed circuit assembly (pca). Once testing was completed, the aca board was aba tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the axes controller, arm printed circuit assembly.